Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010. According to the complainant, the cutting wire of the device was broken. No portion of the wire fell into the patient. The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the exposed cut wire was discolored and appeared to have melted/ split the extrusion at the distal pierce hole. Analyzing the cutting wire and extrusion at the distal pierce hole, it appears that the cutting wire melted the extrusion, creating a tear. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter and not meet the manufacturing specification. A functional evaluation found that the device does not meet the bowing specification due to the melted extrusion at the distal pierce hole and the altered exposed cutting wire length. The cut wire was intact and not broken and appeared discolored likely from usage/ higher power settings. The condition of the returned unit was not consistent with the customer complaint that the cut wire was broken. However, based on the investigations results of melted extrusion and incomplete bowing, the device is otherwise damaged. Therefore, the most probable root cause is operational context. A device history record review confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010. According to the complainant, the cutting wire of the device was broken. No portion of the wire fell into the patient. The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.